Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(6) (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been having extremely more accidents. It wasn't regulating or doing anything. She was having more frequent accidents. The issue has been going on for a couple months. They tried to connect the handset and communicator to stimulator and it kept searching for it and it wasn't finding it at all. She wasn't feeling any stimulation as if it was just in there doing nothing. Walked caller through checking her settings. Patient was on program 4 at 2. 3 ma. On the call the caller changed the patient to program 1 at 1. 5 ma. The patient was able to increase the stimulation to a level she was comfortable with. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable. Caller mentioned the stimulator was shifting a little.